Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance of more than 2000 ohms. Additional information obtained from the field representative that the cause of high pli had not been determined. It was believed that the ra lead was fractured but was never confirmed. Further, there is nothing wrong with the right ventricular (rv) lead. The physician decided to implant the entire system. The pacemaker was explanted while the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.